Event description:
It was reported that the programmer would not boot up fully, that it got to the company logo screen then got nothing but a blank white screen. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The programmer boots to company logo screen then nothing but a blank white screen. Programmer also powered up with a system error.